Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 36.1cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanded for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon burst during first inflation at 14 atmospheres for 20 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanded for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured during the first inflation at 14 atmospheres for 20 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.